Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. The lead was returned in 2 segments, 1- 5 cm from is-1 end, and 47cm from tip. Detailed analysis found that the lead was severed, the damaged was induced in the field and the helix was deformed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant, the right atrial (ra) lead experienced helix extension issues. The ra lead was cut to maintain venous access. The ra lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.